Event description:
It was reported that the patient was admitted for bacterial driveline infection on (B)(6)2021. Surgical and drug therapy was performed. The cause of the disease was patient condition.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Manufacturer narrative:
Presence of driveline infection previously reported under the MFR # 2916596-2022-11773. Manufacturer's investigation conclusion: the pump remains in use supporting the patient. A correlation between the device and the report of infection could not be conclusively determined. Infection is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate 3 left ventricular assist system. Infection has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that it was determined that the source of infection was only the driveline exit site. A computed tomography (CT) scan was performed, but CT scan findings showed no evidence of an abscess in the pump pocket. No alarms had occurred.

Manufacturer narrative:
No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that a driveline relocation was done on (B)(6) 2022. The patient was admitted to hospital on (B)(6) 2021 and had been hospitalized for over a year with no discharge date. The patient had been on antibiotics, but had driveline pain so the patient underwent a driveline relocation. Pseudomonas aeruginosa was detected. White blood cell (wbc) was around 10,000 and the inflammatory response was around crp5-8, but no sepsis had occurred and the general condition was stable. The patient was currently awaiting a heart transplant.